Manufacturer narrative:
H10, h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no complaint related issues were noted. A functional evaluation revealed the slender arm was stiff. The device failed the weight test. The complaint of stiff operation was confirmed and the root cause has been associated with a component failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during the surgery the spider tenet is to stiff and it is hard to position. No patient injuries or delay reported. Surgery was completed with the same faulty device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.